Event description:
The following information was previously reported via manufacturer's report # 3007566237-2013-00280: [the patient stated that her pump had to be explanted because it was 'setting to safe state.' Troubleshooting was limited as the pump logs were unknown as of the date of this report.] No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Event description:
It was reported that repeated, intermittent motor stalls occurred. The pump was interrogated and it was confirmed that the pump had stalled and recovered five times at varying intervals since (B)(6), 2012. The reporter ruled out exposure to magnets and the cause of the motor stalls was unknown. No rotor study or dye study were performed. The patient experienced withdrawal symptoms. The patient presented to the managing doctor's office on (B)(6) with complaints of itching and spasticity. The patient had been to the emergency room (ER) on december 16 with similar complaints, was treated with benadryl and was discharged. The patient was transferred to another hospital on (B)(6). The pump was replaced on (B)(6) due to motor stall. The device system was used to deliver gablofen (baclofen). A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed motor corrosion, wear, and/or lubrication as well as a gear train anomaly. The pump was stalled upon arrival and stalled again during a dispense test. Residue was found on the lower shaft and the lower bridge jewel of gear two. It was thought that this had caused the stall.

Manufacturer narrative:
Product ID 8711, lot# j10918r27, implanted: (B)(6) 2001, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.